Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vf. At 22:58:39, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vf. The device was shutdown at 22:58:56. Patient was last seen in vf with varying amplitude at the time of the device shutdown. Varying amplitudes and device shutdown prevented the lifevest from treating the patient.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.